Manufacturer narrative:
The insulin pump had alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump had passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had was received with scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 340 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.